Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to incorrect electrode placement and poor performance with the device. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the device analysis report attached in previous MDR submitted on july 18, 2025, was filed inadvertently. There was no migration occur as previously submitted dar; only incorrect electrode placement was observed. Device analysis report attached.